Event description:
Surgery for bunionectomy done 5/24/93. Post-op films identified foreign body. Tip of retractor apparently broke during surgery, removed 7/2/93. Confirmed with or instrument staff, no broken malleable ribbon retractor at present. Product replaced, and not available for further eval. Device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device not serviced in accordance with service schedule. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.